Manufacturer narrative:
Medtronic representative inspected the imaging system on-site, and a software investigation was completed. It was found that the image acquisition system (ias) software was corrupt. The reported issue was that the imaging system would not work and they had to manually open the door. On (B)(6) 2016 phone troubleshooting revealed that the system could be driven, no lift-n-shift, no motions of the gantry, remote desktop showed lots of errors on (B)(6) 2016 further inspection reveals that the pendant has a red¿x¿ for the mobile view station (mvs) and the others were blank (no scrolling bars, x¿s or check marks), was able to log into the ias remotely but lots of errors popped up and the app did not load. Reloaded 3.1.6 software and the system functions as intended. System checkout ¿ passes, staff notified, system is fully functional. No parts were replaced. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system became unusable. It was reported that the imaging system was around the patient, when the system unexpectedly stopped functioning. The gantry door required the manual override procedure in order to open and remove it from around the patient. The use of the imaging system and medtronic navigation was discontinued because of this issue. This issue reportedly caused a delay of 15 minutes. The procedure was completed successfully using a c-arm and the patient was not impacted.